Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with physical damage was confirmed during product evaluation. However, the root cause of the reported problem was determined to be not identified. Therefore, no repairs have been made at this time. Additional information: the user interface module master software version is unknown.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted (B)(4).

Event description:
This is a report of a colleague infusion pump with physical damage, which could have caused an interruption of delivery. It is unknown when the reported condition occurred, however it occurred in the ER department. There was no patient involvement, injury or medical intervention. The software version for the device is currently not known. No additional information is available.